Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy of etoposide. The actual parameters are unknown, however it was stated by the customer that etoposide usually runs over 60 minutes, has an amount of 500 ml, and runs at least 250 ml/hr up to 999 ml/hr with volumes that may vary based on size. It was also reported that when tubing was disconnected from the patient, the pump worked without an occlusion and the medication dripped out. The patient's line was stated to be patent with a positive blood return. It was reported no medical interventions were needed.